Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that line had been in since 21/10. - line had difficulty flushing and leaking on the ward. When staff removed it, found the line had fractured within the patient. No note of trauma or difficult insertion of line. The prescribed meds did make it into to the patient as it was all leaking out of the line. The patient was exposed to increase risk of another line being inserted to finish the course of abs. Disposed of line when removed. No other information was provided.